Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was hospitalized after receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave over-sensing of noise, smart pass was disabled. Device re-programming was complete. The device remains implanted. No adverse patient effects were reported.